Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available, a supplemental record will be filed. Broken tubing / pn 1127660.

Event description:
Broken on weld where the back attaches.